Manufacturer narrative:
The light going out during intubation would cause a disruption in patient therapy. The clinician would need to find a handle and blade that work further delaying the intubation and patient therapy. The complaint of "the light on the intubrite laryngoscope handles and blades flickers and/or would not turn on" regarding parts 1024.c/1029.c was not confirmed. The root cause was not determined but could possibly be a result of an internal electrical failure. A risk assessment was performed, and the ultimate risk was determined to be medium which does require reporting to the CAPA review board. There have been 2 other complaints regarding the same parts and a similar issue within the 24 months preceding the reporting of this issue. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
The light on the intubrite laryngoscope handles and blades flickers and/or would not turn on.

Manufacturer narrative:
The light going out during intubation would cause a disruption in patient therapy. The clinician would need to find a handle and blade that work further delaying the intubation and patient therapy.

Event description:
The light on the intubrite laryngoscope handles and blades flickers and/or would not turn on.